Event description:
It was reported that this pacemaker had exhibited a red alert and had entered safety mode. Technical services (ts) was consulted and replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.